Event description:
Subsequent to the initial MDR, additional information was received on 11/27/2024, it was reported that the pediatric patient experienced a skin reaction with burning, rash, purulent discharge and redness, which occurred an unspecified day after the sensor had been inserted in the arm. It was reported that the patient experienced abscess in both arms. The reaction was treated with a prescription of an oral antibiotic. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/23/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. The pediatric patient experienced a skin reaction with burning, rash, and redness, which occurred an unspecified day after the sensor had been inserted in the arm. It was reported that the patient experienced abscess in both arms. The reaction was treated with a prescription of an unspecified antibiotic. At the time of the report the abscess was healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.